Manufacturer narrative:
Other applicable components are: product ID: 9734477 (computer), serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the computer was replaced. The system then passed a system checkout. The computer was returned to medtronic but has not been analyzed yet. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system has repeatedly become unresponsive. This occurred when they have been in the application and it had become unresponsive (mouse still works, but can't click in the software) and it also switched to no signal intermittently. Hard shutdowns fixed the issue, but then it occurred again. This issue has happened in the appliance launcher and when exiting administrator. The cables in the back of the computer were checked and no noticeable damage could be found. During further troubleshooting, the axiem power/communication cable usb port into the computer was also swapped, but the same behavior occurred. There was no patient present at the time of the event.

Manufacturer narrative:
The returned computer was analyzed. There were no failures found. If information is provided in the future, a supplemental report will be issued.